Event description:
It was reported that a home patient (hp) observed a leak at the connection to the supply bag. The hp was connected at the time of the event. This occurred during initial drain of peritoneal dialysis therapy. During troubleshooting, it was discovered that the supply bag was not properly connected. The caregiver stated that they did not notice any damage on the patient line or bag, and also stated that they connected the two parts tight when setting up. Proper procedures were reviewed with the customer. The technical service representative assisted the hp in ending therapy and advised to the start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Based on the reported event, the cause of the leak was determined to be a loose connection. Should additional relevant information become available, a supplemental report will be submitted.